Event description:
It was reported that within one day of implant, both the atrial and rv (right ventricular) leads dislodged. Both leads were found to have insufficient slack and both were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: a2dr01, implantable pulse generator, (B)(6) 2013. (B)(4).